Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated the alignment tang is sheared off almost exactly flush at its base and was not returned for evaluation. Minor scratches exist on several areas of the instrument. A design change was made to address this issue of the tang shearing off the insertion handles 03.010.045 and 03.010.046. The document change order was released in june 2007 for the 03.010.045 and document change order was released in january 2008 to add a radius to the corner of the tang to reduce the stress concentration in this region. The returned insertion handle was produced in january 2007 prior to the design change. An internal corrective action has been implemented to address the root cause of the issue. The risk analysis does not currently adequately address this complaint event. Therefore, product development was contacted and advised they will include this risk in the next update. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During an im nail procedure for fracture of left femur, the or tech was attempting to connect the nail to the standard insertion handle and noticed the tang on the insertion handle is missing. Surgeon used an insertion handle from another set to complete procedure with no further problems, no harm to patient was noted.